Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the instrument could no longer be used after 20 minutes of use due to the knife could not be retracted. The surgeon opened another device and completed the procedure with no further difficulties. There was no patient injury.